Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent monitor pins) has been confirmed. Upon investigation the monitor enclosure was damaged. However, during investigation a reportable malfunction was found. The monitor was unable to power up. The cause for the failure was thermal damage to the r45, u1004 and u1005 components on the computer/analog board and thermal damage to the u17 and d4 component on the defibrillator board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.